Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: no defect was found. Unable to confirm moisture ingress. No evidence of moisture behind display lens or on the screen. No evidence of moisture in battery or cartridge compartment. No cracks or damage to pump case visible. Keypad is intact. A leak test was performed - pump passed leak test. Pump was opened to check for internal moisture damage. No moisture residue found on any internal components.